Manufacturer narrative:
The technician found that the bedside table was pressing against the side rail causing the foot section to retract. The technician removed the table to resolve the issue.

Event description:
The account alleged that the foot section of the bed ran by itself. There were no reported injuries.